Event description:
It was reported that there was a white floating particle in a large volume intermate device. This observation was made after compounding the device with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 12h066 was manufactured on august 26, 2012 ¿ august 27, 2012. The affected device was received for evaluation. Visual inspection noted a white particle approximately 0.5 square millimeters in size floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic. The origin of this particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.